Event description:
It was reported that the patient with this implantable pacemaker presented at the hospital with a heart rate of approximately 35 beats per minute. The device was attempted to be interrogated without success and the device did not response when applying the magnet. Reportedly, the last follow up performed on (B)(6) 2021 showed a battery level of 3.5 years left. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the device had no telemetry. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this implantable pacemaker presented at the hospital with a heart rate of approximately 35 beats per minute. The device was attempted to be interrogated without success and the device did not respond when applying the magnet. Reportedly, the last follow up performed on december, 2021 showed a battery level of 3.5 years left. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that the patient with this implantable pacemaker presented at the hospital with a heart rate of approximately 35 beats per minute. The device was attempted to be interrogated without success and the device did not response when applying the magnet. Reportedly, the last follow up performed on december, 2021 showed a battery level of 3.5 years left. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.